Event description:
It was reported that during an unk procedure, the device didn't work. No further info. The hand piece was replaced, and the case was completed without any consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn accoustic isolator was found in the instrument; therefore making the instrument non functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.